Event description:
While checking on a patient in the neuro ICU, the nurse noticed smoke coming from the ventilator. The vent was unplugged and removed form the patient's room. The nursing staff bagged the patient until another ventilator could be attached to the patient. There was no injury to the patient. The ventilator was taken to the biomed department for evaluation.